Event description:
Acetabular revision performed for pain related to dislocation related to worn poly liner.

Manufacturer narrative:
A review of the complaints databases and manufacturing records did not identify any anomalies. The returned parts were transferred to applied research for visual inspection and a report was received stating: head inspection: goldberg taper score 4, no wear scars were noted, fine scratches were noted on 1-24% on the bearing surface. Liner inspection: edge wear was noted, (hood score) surface deformation was clearly visible, (hood score) abrasion was noted over 24%, and a wear scar was noted. The x-rays were reviewed and no implant fracture or disassociation was noted. The mode of failure of the prosthesis multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.